Event description:
Regulators continue to randomly break down in which there is no flow of oxygen, even though the regulation is set on a flow of 2l. Approx 15% failure rate. Gauge is set outside the regulator and is subject to frequent breakage. The MFR has changed the design of the regulator since facility purchase to connect this flaw.